Manufacturer narrative:
02/11/1999-supplemental report sent to FDA.

Event description:
The product was used during a cholecystectomy procedure. Reportedly, the clips did not load properly and prefired. The surgeon used another instrument to complete the procedure. Ths hosp has reported no pt injury occurred.